Event description:
Customer reported a tear in the catheter.

Manufacturer narrative:
The complainant inserted a hydropicc with a colleague. The patient was obese and had a history of thrombosis that made the left arm unusable, so the line was inserted in the right arm. No wire was used to stiffen the catheter. Two weeks post insertion, on (B)(6) 2024, the line was reported as leaking. The clinician onsite removed the line. She flushed the line to test it and found it to be leaking from a hole. The catheter could not be replaced due to poor access. Additional information provided by the complainant: she assumes that at least 2 dressing changes were done during insertion. The removed line appeared to be kinked in 3 places. There were no difficulties flushing the line. There was no report of occlusion or difficulty flushing. An image was provided by the complainant. See attachment #1. The cause of the alleged leakage cannot be determined from the image. There are several indentations that suggest kinking, but if they are kinks, it cannot be determined when they occurred: at insertion, during use, or upon removal. The reporter initially indicated that the line was available for return to avi for further investigation. However, after avi provided instructions and a return label, the customer failed to send back the device after three additional requests on 26jan2024, 30jan2024, and 02feb2024. During these attempts, avi also requested additional information (lot number, kit type, etc.) To aid with the investigation. The complainant did not provide any more details. Without lot information or return of the device, avi is unable to investigate further or determine root cause.